Manufacturer narrative:
This report is being submitted as follow up # 1 to ensure the initial information that was provided for this report 1118880-2023-00235 was received correctly. When this report was initially submitted on 16jun2023 the acknowledgments failed due to stating it was a duplicate however a report had not been previously submitted under that number. The three acknowledgments for 1118880-2023-00235 was received under a different registration number on the previous day therefore this report is being resubmitted but as follow up # 1 . A1: patient identifier: requested, not provided a2: age & date of birth: requested, not provided a3: patient sex: requested, not provided a4: weight: requested, not provided a5: ethnicity: requested, not provided a6: race: requested, not provided d4: lot number: requested, unknown d4: expiration date: unknown due to unknown lot number d4: UDI: unknown due to unknown lot number d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted h4: device manufacture date: unknown due to unknown lot number the actual device was not returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the tr band 2 device was leaking. The doctor stated that he thought it could have been the way the fellow applied the band. The patient was in stable condition. There was no patient injury or medical intervention required. The procedure outcome was successful. There are no other details regarding the patient, the procedure or the complaint. Additional information was received on 14 jun 2023: they were unsure if the issue was related to the band itself, as this was the first time the band seemed to deflate on its own.

Manufacturer narrative:
This report is being submitted as follow-up no. 2 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. The device history record (DHR) could not be reviewed as a valid lot/serial number was unavailable. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
The user facility reported that the tr band balloon deflated on the patient prior to them leaving the room. Another tr band was placed to stop the bleeding. The estimated blood loss was less than 250cc. The patient was not injured, medical or surgical intervention was not required. The patient was in stable condition. The procedure outcome was positive. There were no other devices or equipment used with the reported product. The event occurred post-treatment. Additional information was received on (B)(6)2023: the procedure performed was a diagnostic heart catheterization. The instructions for use (IFU) for inflating the balloon with air was followed. The tr band deflated within a few minutes.

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A3: patient sex: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: cath lab manager. The actual device is not available for return, however an unused sample is and has not been returned yet for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.